Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, dysmenorrhea, abnormal uterine bleeding, pelvic adhesions and endometrial biopsy. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), pain in extremity ("pain leg"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced migraine ("migraines/headaches"). In (B)(6) 2012, the patient experienced premature menopause ("early premenopause"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced ovarian cyst ("cyst in left ovary"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and gastrointestinal disorder ("other injuries/symptoms: gi conditions"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and essure implant removal.). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, pain in extremity, heavy menstrual bleeding, vaginal haemorrhage, gastrointestinal disorder, alopecia, migraine, ovarian cyst, weight increased and premature menopause outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, gastrointestinal disorder, heavy menstrual bleeding, migraine, ovarian cyst, pain in extremity, pelvic pain, premature menopause, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2009 (discrepancy noted) and ??-???-2009. Approximate weight at the time of essure placement (B)(6). Discrepancy note in date of hsg confirmation test: she had essure placed 2009 in (B)(6) - reports having confirmatory hsg, (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Ultrasound pelvis - in (B)(6) 2019: impression: essure devices noted in cornua bilaterally. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received: case category upgraded to serious incident. Previously reported event 'pelvic pain' was made medically significant and intervention required due to added surgery. Medical history, removal date, reporter information were added. Action taken with drug was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, dysmenorrhea, abnormal uterine bleeding, pelvic adhesions and endometrial biopsy. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), pain in extremity ("pain leg"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced migraine ("migraines/headaches"). In (B)(6) 2012, the patient experienced premature menopause ("early premenopause"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced ovarian cyst ("cyst in left ovary"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and gastrointestinal disorder ("other injuries/symptoms: gi conditions"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and essure implant removal.). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, pain in extremity, heavy menstrual bleeding, vaginal haemorrhage, gastrointestinal disorder, alopecia, migraine, ovarian cyst, weight increased and premature menopause outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, gastrointestinal disorder, heavy menstrual bleeding, migraine, ovarian cyst, pain in extremity, pelvic pain, premature menopause, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2009 (discrepancy noted) and (B)(6) 2009. Approximate weight at the time of essure placement 161 lbs discrepancy note in date of hsg confirmation test: she had essure placed 2009 in california - reports having confirmatory hsg, (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Ultrasound pelvis - in (B)(6) 2019: impression: essure devices noted in cornua bilaterally. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-jun-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.